Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
26g (1.9f) 0.60mm x 30 cm. Inserted on (B)(6) 2022 @ 1645. Removed on (B)(6) 2022 @ 2000 due to crack in hub and leaking lot# 11438264. Ref 384539 manufacturing date 2022/09/01. Exp date 2025/09/01. (B)(6) 2022 at 2000 the night bedside nurse checked the line and assessed the infant she found blood on the infant¿s diaper and located the cracked PICC hub as the source. Patient outcome: pain new IV accessed placed and some blood loss.